Event description:
On (B)(6) 2025 the surgeonperformed a knee revision (non-medacta) for instability and implanted a hinge prosthesis. On (B)(6) 2025 the patient presented with an infectionand the surgeonperformed lavage and polyethylene exchange only. The patient is currently receiving antibiotic therapy with tazocycline and daptomycin.

Manufacturer narrative:
Batch review performed on 10 november 2025. Gmk-hinge 02.09.0420h gmk-hinge tibial insert - size4 - 20 mm (k130299) lot 2414594: (B)(4) items manufactured and released on 20-aug-2024. Expiration date: 28-jul-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.